Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device dislocation ("migration of implant") and device breakage ("fracturing of the implant") in an adult female patient who had essure (batch no. C18708) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), alopecia ("hair loss"), adnexa uteri pain ("ovarian pain") and back pain ("back pain"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (remove the essure implant, hysterectomy with unilateral salpingectomy), surgery (remove the essure implant, hysterectomy with unilateral salpingectomy) and surgery (remove the essure implant, hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, device dislocation, device breakage, vaginal haemorrhage, menorrhagia, alopecia, adnexa uteri pain and back pain outcome was unknown and the pelvic pain had not resolved. The pregnancy outcome was reported as elective abortion. The reporter considered adnexa uteri pain, alopecia, back pain, device breakage, device dislocation, menorrhagia, pelvic pain, perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication, lot number and events abnormal bleeding (vaginal, menorrhagia), pregnancy (termination), device breakage, pain, hair loss were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant"), uterine perforation ("uterine perforation"), fallopian tube perforation ("fallopian tube perforation"), device dislocation ("migration of implant") and pregnancy with contraceptive device ("pregnancy (termination)") in an adult female patient who had essure (batch no: c18708) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced pelvic pain ("pain") and alopecia ("hair loss"). On (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and adnexa uteri pain ("ovarian pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (remove the essure implant, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, device dislocation, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, dysmenorrhoea, adnexa uteri pain and alopecia outcome was unknown, the pelvic pain was resolving and the abdominal pain and back pain had resolved. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, adnexa uteri pain, alopecia, back pain, device breakage, device dislocation, dysmenorrhoea, fallopian tube perforation, menorrhagia, pelvic pain, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2018: pfs received. Event added- dysmenorrhoea, abdominal pain. Events onset date added and outcome updated. Pt of event perforation nos updated to uterine perforation and fallopian tube perforation separately. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of the implant'), uterine perforation ('uterine perforation'), fallopian tube perforation ('fallopian tube perforation') and device dislocation ('migration of implant / improper position of essure device on the left') in an adult female patient who had essure (batch no. C18708) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "note that removal of the devices within the fallopian tubes has unavoidably resulted in their marked distortion/elongation" and device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced pelvic pain ("pain / chronic pelvic pain") and alopecia ("hair loss"). In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device ("pregnancy (termination)"). In (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and adnexa uteri pain ("ovarian pain"). The patient was treated with surgery (remove the essure implant, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, device dislocation, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, dysmenorrhoea, adnexa uteri pain and alopecia outcome was unknown, the pelvic pain was resolving and the abdominal pain and back pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, adnexa uteri pain, alopecia, back pain, device breakage, device dislocation, dysmenorrhoea, fallopian tube perforation, menorrhagia, pelvic pain, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: trailing coils on right 3,training coil on left 4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pregnancy. Lot number: c18708 manufacturing date: 2014/01 expiration date: 2017/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of the implant'), uterine perforation ('uterine perforation'), fallopian tube perforation ('fallopian tube perforation') and device dislocation ('migration of implant / improper position of essure device on the left') in an adult female patient who had essure (batch no. C18708) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "note that removal of the devices within the fallopian tubes has unavoidably resulted in their marked distortion/elongation" and device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced pelvic pain ("pain / chronic pelvic pain") and alopecia ("hair loss"). In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device ("pregnancy (termination)"). In (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and adnexa uteri pain ("ovarian pain"). The patient was treated with surgery (remove the essure implant, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, device dislocation, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, dysmenorrhoea, adnexa uteri pain and alopecia outcome was unknown, the pelvic pain was resolving and the abdominal pain and back pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, adnexa uteri pain, alopecia, back pain, device breakage, device dislocation, dysmenorrhoea, fallopian tube perforation, menorrhagia, pelvic pain, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: trailing coils on right 3,training coil on left 4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-sep-2020: medical record received- case became medically confirmed. New event added - note that removal of the devices within the fallopian tubes has unavoidably resulted in their marked distortion/elongation. Event of pregnancy with contraceptive device downgraded to non-serious. Lot number and reporter information were added a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device dislocation ("migration of implant"), device breakage ("fracturing of the implant") and pregnancy with contraceptive device ("pregnancy (termination)") in an adult female patient who had essure (batch no. C18708) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), alopecia ("hair loss"), adnexa uteri pain ("ovarian pain") and back pain ("back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (remove the essure implant, hysterectomy with unilateral salpingectomy), surgery (remove the essure implant, hysterectomy with unilateral salpingectomy) and surgery (remove the essure implant, hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, device dislocation, device breakage, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, alopecia, adnexa uteri pain and back pain outcome was unknown and the pelvic pain had not resolved. The pregnancy outcome was reported as elective abortion. The reporter considered adnexa uteri pain, alopecia, back pain, device breakage, device dislocation, menorrhagia, pelvic pain, perforation, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 31-jul-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device dislocation ("migration of implant") and device breakage ("fracturing of the implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant) and pelvic pain ("pain"). The patient was treated with surgery (remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, device dislocation, device breakage and pelvic pain outcome was unknown. The reporter considered device breakage, device dislocation, pelvic pain and perforation to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.